Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed call service 054 alarms. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was run for 24 hours and no alarms or power issues occurred. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find moisture damage on the printed circuit board.